Event description:
Plaintiff alleges as a result of direct and indirect exposure to latex containing products, including latex gloves, plaintiff has developed an allergy to latex and its components, including proteins.